Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pain/pelvic') in a 40-year-old female patient who had essure (batch no. 624830, 625641) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included weight loss, adjustment disorder, depressed mood, hyperlipidemia, adhd, pain aggravated, swelling nos, redness and genital discharge abnormality. Concomitant products included bupropion hydrochloride (wellbutrin), dienogest;ethinylestradiol (larissa) (B)(6) 2017 to (B)(6) 2018, escitalopram oxalate (lexapro), ethinylestradiol;norgestimate (sprintec) (B)(6) 2018 to (B)(6) 2019 and lisdexamfetamine mesilate (vyvanse). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), uterine haemorrhage ("abnormal bleeding uterine"), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia, (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), migraine ("migraine / migraines / headaches"), headache ("headaches"), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: vaginal bacteria"), cervicitis ("infection (other) describe: chronic cervicitis"), depression ("psychological or psychiatric problems condition: depression"), back disorder ("other injury(ies) or complication please describe: back issues") and abdominal pain lower ("pain lower abdominal") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed), salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, urinary tract infection, vaginal discharge, cystitis, vaginal infection, migraine, headache, weight increased and tooth disorder had resolved and the vaginal haemorrhage, bacterial vulvovaginitis, cervicitis, depression, back disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back disorder, back pain, bacterial vulvovaginitis, cervicitis, cystitis, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for chronic pain, back pain, dysmenorrhea (cramping), general abnormal bleeding, menorrhagia, (heavy menstrual bleeding), metorhagia(bleeding b/w periods), uti, vaginal discharge, bladder infection, vaginal infection, migraine, headaches, weight gain, dental problems. Current weight 194 lbs. Excellent placement with between 3 and 8 coils being noted bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Postoperative ova duct occlusion. Imaging procedure - on (B)(6) 2008: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: uterine haemorrhage, depression, back disorder, pelvic pain. Lot number: 624830 manufacture date: 2007-05 expiration date: 2009-04. Lot number: 625641 manufacture date: 2007-08 expiration date: 2009-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : previously reported event "abnormal bleeding uterine" outcome updated to "recovered / resolved." A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pain/pelvic'), genital haemorrhage ('general abnormal bleeding') and uterine haemorrhage ('abnormal bleeding uterine') in a 40-year-old female patient who had essure (batch no. 624830, 625641) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included weight loss, adjustment disorder, depressed mood, hyperlipidemia, adhd, pain aggravated, swelling nos, redness and genital discharge abnormality. Concomitant products included bupropion hydrochloride (wellbutrin), dienogest;ethinylestradiol (larissa)(B)(6)2017 to (B)(6)2018, escitalopram oxalate (lexapro), ethinylestradiol;norgestimate (sprintec)(B)(6)2018 to (B)(6)2019 and lisdexamfetamine mesilate (vyvanse). On (B)(6)2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia, (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), migraine ("migraine / migraines / headaches"), headache ("headaches"), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: vaginal bacteria"), cervicitis ("infection (other) describe: chronic cervicitis"), depression ("psychological or psychiatric problems condition: depression"), back disorder ("other injury(ies) or complication please describe: back issues") and abdominal pain lower ("pain lower abdominal") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed), salpingo-oophorectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, genital haemorrhage, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, urinary tract infection, vaginal discharge, cystitis, vaginal infection, migraine, headache, weight increased and tooth disorder had resolved and the uterine haemorrhage, vaginal haemorrhage, bacterial vulvovaginitis, cervicitis, depression, back disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back disorder, back pain, bacterial vulvovaginitis, cervicitis, cystitis, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for chronic pain, back pain, dysmenorrhea (cramping), general abnormal bleeding, menorrhagia, (heavy menstrual bleeding), metorhagia(bleeding b/w periods), uti, vaginal discharge, bladder infection, vaginal infection, migraine, headaches, weight gain, dental problems. Current weight 194 lbs. Excellent placement with between 3 and 8 coils being noted bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6)2008: total bilateral occlusion postoperative ova duct occlusion. Imaging procedure - on (B)(6)2008: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: uterine haemorrhage, depression, back disorder, pelvic pain. Lot number: 624830 manufacture date: 2007-05 expiration date: 2009-04. Lot number: 625641 manufacture date: 2007-08 expiration date: 2009-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pain/pelvic'), genital haemorrhage ('general abnormal bleeding') and uterine haemorrhage ('abnormal bleeding uterine') in a 40-year-old female patient who had essure (batch no. 624830, 625641) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included weight loss, adjustment disorder, depressed mood, hyperlipidemia, adhd, pain aggravated, swelling nos, redness and genital discharge abnormality. Concomitant products included bupropion hydrochloride (wellbutrin), dienogest;ethinylestradiol (larissa)(B)(6) 2017 to (B)(6) 2018, escitalopram oxalate (lexapro), ethinylestradiol;norgestimate (sprintec) (B)(6) 2018 to (B)(6) 2019 and lisdexamfetamine mesilate (vyvanse). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia, (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), migraine ("migraine / migraines / headaches"), headache ("headaches"), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: vaginal bacteria"), cervicitis ("infection (other) describe: chronic cervicitis"), depression ("psychological or psychiatric problems condition: depression"), back disorder ("other injury(ies) or complication please describe: back issues") and abdominal pain lower ("pain lower abdominal") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed), salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, urinary tract infection, vaginal discharge, cystitis, vaginal infection, migraine, headache, weight increased and tooth disorder had resolved and the uterine haemorrhage, vaginal haemorrhage, bacterial vulvovaginitis, cervicitis, depression, back disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back disorder, back pain, bacterial vulvovaginitis, cervicitis, cystitis, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for chronic pain, back pain, dysmenorrhea (cramping), general abnormal bleeding, menorrhagia, (heavy menstrual bleeding), metorhagia(bleeding b/w periods), uti, vaginal discharge, bladder infection, vaginal infection, migraine, headaches, weight gain, dental problems. Current weight 194 lbs. Excellent placement with between 3 and 8 coils being noted bilaterally diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion postoperative ova duct occlusion. Imaging procedure - on (B)(6) 2008: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: uterine haemorrhage, depression, back disorder, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: vaginal bacteria, infection (other) describe: chronic cervicitis, psychological or psychiatric problems condition: depression, other injury(ies) or complication please describe: back issues, pain lower abdominal, abnormal bleeding uterine. Lab data, concomitant drug, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia, (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headaches") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral},hyst. (Partial) (interpreted as bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, urinary tract infection, vaginal discharge, cystitis, vaginal infection, migraine, headache, weight increased and tooth disorder had resolved. The reporter considered back pain, cystitis, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for chronic pain, back pain, dysmenorrhea (cramping), general abnormal bleeding, menorrhagia, (heavy menstrual bleeding), metorhagia(bleeding b/w periods), uti, vaginal discharge, bladder infection, vaginal infection, migraine, headaches, weight gain, dental problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- chronic pain, back pain, dysmenorrhea (cramping), general abnormal bleeding, menorrhagia (heavy menstrual bleeding), metorhagia(bleeding b/w periods), uti, vaginal discharge, bladder infection, vaginal infection, migraine, headaches, weight gain, dental problems. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.